Event description:
Product analysis was completed on a returned vns lead. Note that since the electrode array section was not returned for analysis, an evaluation could not be made on that portion of the lead. A lead fracture was identified approximately 28mm from the electrode bifurcation. It is unknown if the break occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. Continuity checks of the returned lead portions were performed, and no other discontinuities were identified. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No additional pertinent information has been received to date.